Event description:
The customer reported the ac inlet was broken. There was no reported pt involvement and or adverse pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.